Event description:
Accidental laser emission activation during urology treatment due to operator mistake. Superficial mucosa trivial damage that would heal in a short time with no need of medical intervention.